Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing high blood glucose (bg) up to 515 mg/dl. Reportedly, the customer had been using fiasp insulin with pump supplies. Cts educated customer regarding insulin labeling. A recommendation was made for the customer to discuss elevated bg levels with healthcare provider.